Event description:
It was reported that drug solution did not come out from the basal continuous infusion line, while flow was confirmed in the pca line during filling. The drug(s) involved is unknown. The infusor was filled by anesthesiologist, but not primed. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. Additional information was requested and is not available. This report is 3 of 3.

Manufacturer narrative:
(B)(4). (B)(6). The lot 13e062 was manufactured between may 24, 2013 and may 28, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter, but the evaluation has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.